Event description:
It was reported that the pt was explanted due to device extrusion and infection. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.